Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn off above the down arrow button exposing the button contact. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function.

Event description:
It was reported that the keypad buttons are unresponsive.